Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# j10836r03. Implanted: (B)(6) 2001. Explanted: (B)(6) 2021. Product type catheter product ID 8596sc. Lot# hg0cpaj01 implanted: (B)(6) 2015 explanted: (B)(6) 2021. Product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(4), ubd: 04-dec-2016, UDI#: (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 2.5 mg/day) and bupivacaine (20 mg/ml at 2.5 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that she believed that her pain pump catheter was no longer working to deliver her medication. As a result, she said she had been in increased pain and did not feel it was working for her like previously. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient denied any falls or external factors that could have contributed. However, the physician reported that due to the age of the catheter and being implanted for 20 years, it was time for a new one. The physician performed a dye study and it was determined that the catheter was no longer patent. The catheter was removed and replaced with a new functioning one. The issue was noted to be resolved, and it was indica ted that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2021-feb-16 the patient reported that the pump was not helping with pain. The hcp order a pump check. On (B)(6) 2021, the hcp was unable to aspirate medication during pump check/catheter access port contrast study. The relatedness to the implant procedure was possibly related. The clinical diagnosis was updated to decreased pain relief. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was reporting they are not getting pain relief from the pump. Surgical observation revealed a catheter occlusion. The catheter was explanted/replaced on (B)(6) 2021. The issue resolved without sequelae on (B)(6) 2021. The device diagnosis was catheter occlusion and the clinical diagnosis was non-functioning catheter. No further complications were reported/anticipated.